Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause for the reported complaint was a communication error between the drivetrain motor and the processor board. There was no physical damage observed on the returned autopulse platform during the visual inspection. Unrelated to the reported complaint, it was noted that the drivetrain motor brake gap was too wide, out of specification. The probable root cause of this issue is due to wear and tear. The autopulse platform was manufactured in january 2013 and is over 10 years old, well beyond its expected service life of 5 years. The brake gap was adjusted within the specification to address the issue. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the customer's reported complaint date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll service depot. The autopulse platform passed all subsequent functional testing, and the system error did not occur again. Unrelated to the reported complaint, zoll service personnel noticed that the on/off power button was intermittently functioning as it would sometimes not turn the platform on or off when pressed. The root cause of this issue was the malfunctioning of the on/off power button, most probably attributed to the age of the device. However, the contribution of user mishandling cannot be ruled out because no documented report was found showing that regular preventative maintenance (pm) had been performed on this autopulse platform since it was acquired by the customer in 2013. The on/off power button needs to be replaced to address the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).